Manufacturer narrative:
(B)(4) for the reported event of low output in monopolar mode. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2015. According to the complainant, the endostat iii generator had low power output. The procedure was completed with another of the same device. There were no reported patient complications.

Manufacturer narrative:
Investigation result: visual evaluation of the returned device found the unit to be in good condition. Functional evaluation found that all the knobs and switches appeared to function properly. An electrical test was performed and was found within all test parameters. The complaint was not confirmed. The returned device showed no evidence of either the alleged issues, or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2015. According to the complainant, the endostat iii generator had low power output. The procedure was completed with another of the same device. There were no reported patient complications.